Event description:
A malfunction was reported on the customer's pump with no notable events occurring prior to it. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with the specific value unknown but displayed as "high." To address the high blood glucose level, the customer performed a correction injection via manual delivery, and no third-party assistance was required. Technical support provided information on resetting the pump and assisted the customer in doing so, after which the malfunction did not recur. The customer was instructed to call back if the malfunction recurred and acknowledged this advice.